Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: is the white tissue pad completely missing from the clamp arm of the device? Yes, it was not left in patient.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy the active blade cut through the white tissue pad. Fragments were generated and were easily removed without additional intervention. A second like device was used to complete the procedure. The procedure was delayed by five minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t9302v. Additional information received: maude report number: (B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.